Event description:
It was reported that a homechoice device experienced a high drain 101 alarm. This occurred during the first drain cycle of peritoneal dialysis therapy. A high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. This events meets increased intra-peritoneal volume (iipv) criteria. The hp?s largest prescribed fill volume was 1000 ml. The technical service representative (tsr) explained that the hp drained 2432 ml in the first drain cycle. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.